Event description:
Pt reported she is unable to administer her forteo at this time due to the provider writing for the large 5/16 pen needles. Pt is uncomfortable using them. We are working to get her new needles.